Manufacturer narrative:
Additional narrative: the 7x45 sacral poly screw was returned for evaluation. Visual inspection found that the screw broke at the sphere/shank transition. Fracture analysis found evidence of a fatigue failure. A DHR review could not be conducted as the lot number is unknown. Complaint trend analysis found no related complaints for this issue. The root cause cannot be positively identified however fracture analysis found evidence of fatigue. Based on the outcome of the investigation, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ten years ago, l4-l5 instrumentation was performed on a patient with lumbar spinal stenosis. On (B)(6) 2015, the revision surgery was conducted because re-fixation was needed once all devices removed due to adjacent segmental disease. During the surgery, when the physician turned a driver to remove the reported screw, the screw shaft was broken. Since the surgeon could not remove the broken piece, a hook was placed instead of replacing the broken screw. The broken piece was left in the patient's body and the surgery was completed with a 30-minute delay. The physician assumed that the reported screw had not been broken prior to the surgery because it was the last one to remove during the surgery.